Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7149790.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had shifted. The patient underwent a revision procedure wherein the lead was moved for better pain coverage.